Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm for 10 seconds. The device was simply removed and the procedure was completed with another of the same device. There were no complications reported.